Event description:
On (B)(6) 2012, a vns treating physician reported that the vns patient was having syncope episodes the past few months. He did not know when exactly the syncope started. The patient has seen a cardiologist and they do not believe that the syncope is due to a heart condition. The physician indicated that the patient has been implanted for quite some time - at least 7 years. The physician stated that he thinks the patient is programmed to 1.25ma and he did not perform a system diagnostics test today while the patient was in the office. He said that the patient experiences these syncope events about 3 times a week but there does not appear to be a pattern as to when they occur. The physician later reported that the syncope episodes are not associated with stimulation. The patient's device was turned off on (B)(6) 2012 due to the syncope. No causal or contributory programming or medication changes precede the onset of the syncopal episodes. The patient does not have a medical history of syncopal episodes prior to vns. The physician reported that the vns is 'operating properly'. Good faith attempts were made to the implanting hospital for the patient's product information but these were unsuccessful.

Event description:
Additional information was received on (B)(6), 2012 when the patient's implanted generator serial number was received from the implanting hospital.